Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 20, and that alarms occurred with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump still in warranty, provided instructions for storage mode and return of problematic pump within specified time, confirmed shipping information, and informed customer they would need to enter pump settings and reconnect continuous glucose monitor on replacement pump.